Manufacturer narrative:
This report is currently being investigated. In the event that additional information is received, a supplemental report will be issued. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a bad graphical user interface display. There was no report of patient involvement. The date of the event is unknown.